Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported foreign material was confirmed by a manufacturer repair technician through visual inspection. A manufacturing issue was determined to be a potential cause of the material in the packaging. The hood is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.